Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment had stripped threads. This report is made based on results of investigation completed on 11/06/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: during investigation, the battery compartment was found to have stripped threads. The battery cap was unable to tighten on to the pump during testing.